Event description:
Procedure: vertical banded gastroplasty. Reportedly, the instrument failed to provide effectives closure. The patient returned to surgery in 06/2000 relating to the original procedure in 2000.